Event description:
The customer reported that there was bleeding after sealing during the procedure although an end tone, indicating a completed seal cycle, was heard. The amount of blood loss is unknown, but there was no need for a transfusion. Another device was used to finish the case and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional information has been requested of the site as well. When the device evaluation is complete a follow-up report will be submitted.